Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the ratchet on the mesher did not seem to be working properly when using the mesher for skin grafting. On (B)(6) 2017, it was clarified that the issue occurred during surgery. Subsequently this caused no patient harm and there was no delay. The surgery was completed using no alternate device and the problem did not cause any impact/damage to graft harvest. The customer did not return a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink or sap. Initial qa inspection of the skin graft mesher by zimmer biomet australia revealed that the ratchet handle was jammed. The pre-testing could not be completed since the comb was bent. The bottom roller handle was worn and the side wall of the handle was worn too. Repair of the skin graft mesher was not performed by zimmer biomet (B)(4) since the customer did not make a repair quote decision. The repair quote was sent out on august 8, 2017 and the quote expired on november 8, 2017. Zimmer biomet (B)(4) reached out to the customer on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. The reported event was confirmed since the ratchet handle was jammed. The root cause of the ratchet not working properly was due to the ratchet handle being jammed and the comb being bent. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the ratchet on the mesher did not seem to be working properly when using the mesher to skin grafting. No adverse events were reported as a result of this malfunction. Investigation revealed that the comb was bent.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On august 2, 2017, it was reported that the ratchet on the mesher did not seem to be working properly when using the mesher for skin grafting. On august 9, 2017, it was clarified that the issue occurred during surgery. Subsequently this caused no patient harm and there was no delay. The surgery was completed using no alternate device and the problem did not cause any impact/damage to graft harvest. The customer did not return a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet (B)(4) has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink or sap. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the ratchet handle was jammed. The pre-testing could not be completed since the comb was bent. The bottom roller handle was worn and the side wall of the handle was worn too. Repair of the skin graft mesher was not performed by zimmer biomet (B)(4) since the customer did not make a repair quote decision. The repair quote was sent out on august 8, 2017 and the quote expired on november 8, 2017. Zimmer biomet (B)(4) reached out to the customer on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. The reported event was confirmed since the ratchet handle was jammed. The root cause of the ratchet not working properly was due to the ratchet handle being jammed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.